Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/13/2021. H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection and testing of the sample. The sample was tested using our internal leakage test and during the test, leakage could be observed. The sample was than inspected using a microscope and it was observed that there was a partial adhesive coating, causing a weak seal during use and resulting in the leakage. Bd determined that the cause of the failure was associated to a malfunction of the machinery used to apply the solvent of the adhesive for this device. A quality alert was generated to inform manufacturing personal of the failure to increase awareness and prevent reoccurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd connecta¿ stopcock, the device experienced leakage at the connection site. The following information was provided by the initial reporter. The customer stated: there is leakage in bd connecta 100cm at the junction of tubing connection to stopcock ( white part ).

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported when using the bd connecta¿ stopcock, the device experienced leakage at the connection site. The following information was provided by the initial reporter. The customer stated: there is leakage in bd connecta 100cm at the junction of tubing connection to stopcock (white part).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd connecta¿ stopcock, the device experienced leakage at the connection site. The following information was provided by the initial reporter. The customer stated: there is leakage in bd connecta 100cm at the junction of tubing connection to stopcock ( white part ).